Event description:
The report from the affiliate indicated that the patient was included in a clinical study. However, the product in this complaint is not the device implanted for the clinical study. Approximately one (1) year after implantation of two (2) cypher stents coronary angiography during the follow-up period revealed the stents had demonstrated restenosis. A new de novo lesion (lesion #1-3) was also observed in the mid right coronary artery (rca). The target lesion(s) for the complaint was a bifurcation lesion and an in stent restenosis (isr) of a previously implanted s660 bare metal stent (bms). Lesion #1-1: the target lesion was the atrioventricular (av) branch of the right coronary artery (rca). A 54% restenotic lesion was observed. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 mm balloon at 18 atm. The residual stenosis was 23%. Lesion #1-2: the target lesion was the right posterior descending artery (rpda). A 75% restenotic lesion was observed. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 mm balloon at 14 atm. The residual stenosis was 25%. Lesion #1-3: the target lesion was the mid rca. The lesion was reported to be: de novo, and a 75% stenosis. A cypher 3.0x18mm stent (stent #4) was implanted at 18 atm for 30 sec in overlapping fashion with the distal cypher stent. The residual stenosis was 0%. The physician's comment regarding the possible cause of the restenosis was that it may be due to the cypher stents being under-dilated. Index procedure: the target lesion for the procedure was the proximal rca. The lesion was reported to be a 53% stenosis. A cypher 3.0x18mm stent (stent #1) was implanted at 16 atm for 31-60 sec. This is the device implanted for the clinical study. The stent was not post-dilated. Ivus was done. The residual stenosis was 4%. The flow pre and post-procedure was timi 3. There were no reported procedural complications. Approximately three (3) months after the index procedure during the follow-up period coronary angiogrpahy was done and a 99% stenosis was observed in the s600 stent implanted in the atrio ventricular branch (av branch) of the right coronary artery (rca). The restenosis was treated approximately two and one-half (2 1/2) weeks later by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 mm balloon. The residual stenosis was 50%.

Manufacturer narrative:
Approximately ten (10) months after the index procedure during the follow-up period coronary angiography was done and a 75% stenosis at the rpda and a 90% stenosis at the av branch artery was reported. Four (4) days later the restenotic lesions and a new de novo lesion were treated. Lesion #1-1: the av branch artery lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm. A cypher 2.5 x 18 mm stent (stent #3) was implanted at 14 atm for 20 sec by the crush stenting technique. The residual stenosis was 0%. Lesion #1-2: the rpda lesion was predilated with a 2.5 x 20 mm balloon at 12 atm. A cypher 3.0 x 18 mm stent (stent #2) was implanted at 18 atm for 40 sec. The residual stenosis was 25%. Please note that device (lot# i0605079) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00067 and # 9616099-2007-00068.